Event description:
It was reported that this right ventricular (rv) lead appears to exhibit a high shock lead impedance greater than 125 ohms. Technical services (ts) was consulted and advised there has been a gradual increase in impedance measurements over the last year ranging from 70 to 100 ohms with a median of 110 ohms. There was some variability noted from the low 100's to 130 ohms. There were no noise, high thresholds, or low amplitude findings observed. Ts provided troubleshooting and programming recommendations. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead appears to exhibit a high shock lead impedance greater than 125 ohms. Technical services (ts) was consulted and advised there has been a gradual increase in impedance measurements over the last year ranging from 70 to 100 ohms with a median of 110 ohms. There was some variability noted from the low 100's to 130 ohms. There were no noise, high thresholds, or low amplitude findings observed. Ts provided troubleshooting and programming recommendations. At this time, the lead remains in service. No adverse patient effects were reported.